Manufacturer narrative:
The reported issue was not confirmed. The device was tested and met all specifications on (B)(6) 2016. Upon receiving the complaint, it was initially determined as not reportable. During the final review of the complaint file by quality/management, it was determined as MDR reportable on (B)(6) 2016.

Event description:
The user reported that " the pump cycled through of the program, never indicated an occlusion, patient had backflow of blood which caused blood clot in line, never received any meds. This is after opening the line to receive meds and the line was flushed by nurse". The user was doing a remicade infusing using a 6 step infusion mode and the issue was only observed at the end of the infusion. The nurse said that the drug was full and that none of the drug was infused. No blockage above the pump was observed and the roller clamp was below the pump. The patient involved was not harmed or injured. The user also stated to the manufacturer that " I know you have spent time with stuff here to train them on the use of these pumps. Is it possible that you could spend some more time with them or do you feel that this is truly an issue with the pumps? It really makes me nervous that we have had two brand new pumps malfunction in just matter of three months."